Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Stent dislodgement is a known potential complication associated with coronary stenting. Calcified and tortuous conditions can increase the risk of this type of event. The cypher select plus IFU instructs the user that if any resistance is felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit and that there should be no attempt to retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. In this case, the pt had a complex, long calcified lesion within a tortuous vessel. The physician attempted to withdraw the device back into the guiding catheter, which may have damaged the stent struts. When the device was withdrawn back to the sheath, it dislodged. There is no evidence to suggest that this event is related to a manufacturing issue of any other defect of the device. There are vessel/lesion and procedural factors that may have contributed to this event.

Event description:
An unknown pt was admitted for coronary eval due to angina. Angiography revealed calcified lesions in the mid and proximal lad. The vessel was described as tortuous. After initial left mian cannulation, an 0.014" floppy ptca wire was advanced across lad lesions in to the distal artery. Pre-dilatation was conducted using a 2x20 mm firestar balloon inflated up to 12 atm. A 2.5x28mm cypher stent was advanced easily and properly positioned to cover the mid segment lesion where it was deployed to 14 atm. Then, another cypher select plus stent 3 x 33 mm was chosen to cover the proximal lad lesion. The device was inspected prior to use and no anomalies were noted. There was no difficulty advancing the device through the guider and into the lad; however, the device failed to track through the calcified artery, in spite of proper pre-dilatation. So, the physician attempted to withdraw the stent back into the guiding catheter, but his failed. The physician then withdrew the entire system, including the guiding catheter, ptca wire, and the stent, as a single unit. When the system reached the level of the femoral sheath, stent dislodged from the balloon and embolized through the iliac artery and ultimately into the profunda artery, where it rested. The physician decided to leave the stent in the profunda and no further intervention was conducted.